Manufacturer narrative:
Evaluation summary: though the capsule was not received for evaluation, a copy of the study was provided. Based on the data that was collected during the procedure, the recording was 00:00:18 in duration instead of 24, 48 or 96 hours. The customer stated that there was a flashing red light soon after the patient was moved from the endoscopy suite, which indicates a transmission error. A review of the device history record indicates that the product was released meeting finished product specification, and since only data was provided for review the cause of the failure cannot be reliably determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacture reference number: (B)(4).

Event description:
According to the reporter they had a bravo (B)(6) study. A bravo capsule was placed in this patient. After placement, and after the patient was moved to recovery, the staff noticed that the recorder displayed a "blinking red light" indicating a transmission error. The patient was then moved back into the endoscopy suite where a second endoscopy procedure was performed and a second bravo capsule was placed. The second capsule appeared to function normally.